Event description:
Wca reported for the customer, "on trying to remove the portacath they had to dissect down to the internal jugular vein due to the device being stuck down. The tubing appeared to have calcified plaque on the tubing, this was where it was stuck to the intima of the right internal jugular vein. The portacath split and half was taken out of the neck wound and half from the portcath wound. The tubing appeared to be perished." Add'l info rec'd "the catheter did not migrate (as far as I can tell) but it became adherent to the intima of the ij vein with a calcified plaque at that site - I have not seen that before - it was also perished so it broke easily when pulled." No part of the device remained inside the pt. The pt required a neck dissection down to the internal jugular which was then incised. An extra wound was required to remove the device; possible risk of infection due to having to repaint and drape.

Manufacturer narrative:
Results, conclusions: refer to add'l info page for quality engineering eval. One (1) cook petite polysulfone vital port was returned along with 2 segments (approx 22cm and 17.5cm) of silicone tubing. The 22cm segment of the catheter was attached per IFU requirements upon return. This remained attached to the vital port, as the catheter was damaged and punctured in a removal attempt. The suture holes were used, and it was observed that the catheter was cut at an angle. The fracture site on both catheter segments was very jagged with little or no burnishing. Calcification was observed adjacent to the fracture site as well on other portions of the catheter. The catheter and vital port were manufactured to cvi specifications. The catheter fracture was confirmed upon receipt. The jagged nature of the fracture site indicates the break was sudden, which is supported by the info supplied within the complaint indicating the fracture occurred during explantation. There is no indication this affected device performance. No signs of wear were observed on the catheter. The root cause of catheter calcification is unk. All components were manufactured per cvi specification. (B)(4).